Event description:
It was reported that before use, valve of the foley catheter came off, and when sterile distilled water was poured in, water leaked from the part where the valve was attached.

Manufacturer narrative:
The reported event is confirmed cause unknown. Photo sample evaluation: received (5) photo samples. Visual evaluation of the photo samples noted an opened used temp sensing foley catheter with disconnected valve and syringe. Verified material number 29000j14, batch number myks0069, material number for catheter 119314 and manufacturing lot number ngkq3995. The third photo shows the disconnected valve with inflation funnel. The condition of the affected catheter could be confirmed from the photos provided. This does not meet specification per (B)(4) which states "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap 2 without cuts, holes or tears on the inflation arm". Visual: received 1 all silicone temp sensing foley catheter with sample port connector, syringe and packaging label. Verified material number 119314, manufacturing lot number ngkq3995 and batch number myks0069. Visual evaluation of the returned sample noted one opened (with original packaging label), all-silicone temp sensing foley catheter with sample port connector. Visual inspection of the sample noted the inflation cap/inflation port was disconnected from the inflation arm on the return sample. This does not meet specification which states "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap 2 without cuts, holes or tears on the inflation arm". Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "improper dimension or tolerancing". However, there was insufficient information to confirm this potential root cause. The reported event is addressed within the labeling as it states: warnings 1. Method for use: (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder or urethra may be injured. Directions for use: 1. Method of use: (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. Directions for use: 1. Method of use: (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, valve of the foley catheter came off, and when sterile distilled water was poured in, water leaked from the part where the valve was attached.